Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette the correct amount of diluent or sample and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamps and lld springs in positions 9 and 10. No death or serious injury was associated with this event.